Manufacturer narrative:
The unit was triaged and the customer¿s reported condition was confirmed, as service discovered there to be no audible alarm a trend has been identified and a formal corrective and preventative action has been opened to address this issue.. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 12/08/2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on (B)(6) 2017, service found the unit has no audio upon start up.